Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that during a routine cuff check, the inflation line was found damaged. The tracheostomy tube was replaced. The tracheostomy tube had been in patient use for 30 days.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection observed the inflation balloon detached. The cuff was inflated with 5 cc of air using a syringe and a plastic needle. The cuff inflated and held air. During further visual inspection of the inflation balloon and airway line the balloon was over-molded to the airway line. The bond between the airway line and balloon did not fail, but an obvious cut in the airway line at the balloon junction was the cause of the problem. The characteristics of the cut were consistent with the sample having come into contact with a sharp object, which severed the airway line. All products are 100% leak tested prior to packaging. This unit was reported to have been in use for 30 days prior to product fault. It is unlikely the cut was a result of manufacturing defect. The instructions for use caution the user to "guard against product damage by avoiding contact with sharp edges".